Event description:
The pouch of the vortx diamond shape fibered platinum coil was already torn, when the physician opened the package. No complications with the pt were reported to hae occurred during this event.